Event description:
It was reported that in 2010 the patient had radiotherapy and a reset occurred which was resolved by reprogramming the device. The reset occurred again without radiotherapy. Device to be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.